Event description:
PICC nurse inserted the line to the midline in the left basilic vein, which was approximately 17cm, without difficulty. Excellent blood return was observed and both ports flushed easily. The patient developed left brachial vein thrombus ten days later.